Event description:
It was reported that during the implant. Device interrogation revealed no low voltage output and failure to connect at the header connector port on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: g2 distributor should have been selected.

Manufacturer narrative:
The reported event of no pacing output and connector issues was not confirmed. Visual inspection of the device revealed the device¿s septum was damaged and its setscrew inset was found stripped around the opening, consistent with incorrect toque wrench insertion during implant procedure. Electrical, longevity, and visual analysis was normal with no anomalies found.